Event description:
It was reported that during a saphenous vein graft stenting procedure, the filterwire was too short. The percent of the stenosis, degree of calcification and vessel tortuousity are unk. An unspecified guide catheter was placed past the aortic arch. Using an over-the-wire manner technique, the physician was able to successfully deploy the filterwire ez embolic protection system without incident. Upon attempting to retrieve the filterwire, the wire was too short and the filter was unable to be retrieved. An addwire extension wire was attached to the system to extend the length of the filterwire and the device was successfully retrieved. Another filterwire was not employed; however, the physician was able to advance a different guide wire to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "ok". Follow up with the facility indicated that the wire was too short for what the physician was attempting to do. The physician was able to place the device at the target site without issue, for deployment this physician usually removes the delivery sheath using an over the wire technique rather than splitting the sheath as the directions for use indicate.

Manufacturer narrative:
.